Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. Name of surgery to match with surgery date? What date /day post op was the infection noted? Were any cultures taken? Results? Please describe how was the adhesive was applied. What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions) has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Name of surgeon? What is the physician¿s opinion as to the etiology of or contributing factors to this event? Is product available to return for analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on (B)(6)2024 and topical skin adhesive was used. Patient has "cellulitis" due to adhesive. Device was not returning. There was swelling around surgical site; redness. Patient took over the counter antihistamines.additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4 lot: unknown lot: possible lots: tpbapx. Ubbemj, tmbadx, tmbeee, 1039ll, 101uez, 10362x, 10380x, 100ksb, 102cbg, 104699. Additional information provided: surgeon says this back-to-back "outbreak" has never happened like this before. Surgeon has agree to connect me with his np to get additional details. Did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? Yes, did the patient require revision surgery or hardware removal? Unknown, patient status/ outcome / consequences , was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study: unknown, ¿there have been 5 in the past month. Surgery dates (B)(6) 2024, (B)(6) 2025¿ additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. I am still working on gathering information and hope to answer more of your questions tomorrow when I meet with the customer. Can you identify the lot number of the product that was used? The impacted lot #'s were not logged in the patient chart and, therefore unknown. The materials manager was instructed by the surgeon to pull the existing product off the shelf. I was informed that dermabond ref#dnx12 caused 5 infections on multiple surgeries. I have been asked to take all the product. Unknown lot: possible lots: tpbapx. Ubbemj, tmbadx, tmbeee, 1039ll, 101uez, 10362x, 10380x, 100ksb, 102cbg, 104699. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). What does the reaction look like and how large of an area does the reaction cover? Swelling around surgical site; redness. Do you have any pictures of the reaction? No. Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription medication)? If so, please specify. Patient took over the counter antihistamines. If medication was required, please clarify if it was prescription strength. Patient took over the counter antihistamines. Can you identify the lot number of the product that was used? Unknown lot: possible lots: tpbapx. Ubbemj, tmbadx, tmbeee, 1039ll, 101uez, 10362x, 10380x, 100ksb, 102cbg, 104699. What is the most current patient status? Patient is doing ok now. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? They don't know. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.